Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure of "broken cable in wrist". Failure analysis found the fenestrated bipolar forceps to have damage to the conductor wires insulation and the conductor wire was exposed as a result of the damage. Root cause of this failure is attributed to a component failure. A review of the instrument log for the product associated with this event shows that the fenestrated bipolar forceps instrument was last used on (B)(6) 2021 on system sk0837. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The alleged event occurred with 6 uses remaining on the instrument. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument had a broken cable in the wrist. Failure analysis found damage to the conductor wires insulation and the conductor wire was exposed as a result of the damage with no evidence or claim of mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a broken cable. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been obtained as of the date of this report.